Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED log files indicates that the battery in question was installed on (B)(6) 2025. The AED subsequently began reporting a low battery warning on (B)(6) 2025. Evaluation of the returned battery pack (s/n (B)(6)) confirmed the log file data, as the battery cells were found to be depleted. An investigation was conducted to determine the cause of the depletion. The AED was returned and analyzed, including verification of standby current draw. The standby current was measured and found to be within specification. Based on the available evidence, no definitive cause for the depleted battery cells could be identified. Accordingly, the root cause of the battery depletion could not be determined.